Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon pulled out - vagina [foreign body in reproductive tract] . When pulled out tampon. Half a tampon [device breakage] . When pulled tampon out of myself. Half a tampon [complication of device removal] . Case narrative: consumer reported via email that when she pulled the tampon only half of it came out. No serious injury was reported.